Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer filled the cartridge with 200 units of insulin and the pump displayed 38 units left. Tandem technical support advised the customer to load a new cartridge; customer acknowledged and declined follow up. There was no known impact to the customer's blood glucose.